Event description:
(B)(4). When I had my essure put in,(2011) it was very very painful especially on my left side. Instead of 20 minutes procedure it ended up 1 1/2 hours long and was wide awake while doing this. 3 months later I had dye test done (allergic to contrast dye so used something else) and found that it was not successful as seems my left coil was half way out. So scheduled to have tubes tied in (B)(6) 2011 and found out that my left coil fell onto my intestines and left it in there along with my right coil intact in my right tube. After while for several months been dealing pain on left side ovary and had cyst bursts several times to make more bleeding. Each month my period be on time but again painful and extremely heavy bleeding each month. Finally last year (2014) in (B)(6) I had ended up with hysterectomy with uterus, left ovary and tube, cervix removed. Also found I have fibroids, endometriosis and others all over the place. But the coils still inside my right tube and the one on left still on my intestine as the doctor thinks it no need to worry and left it in there. Instead of one night stay at hospital I ended up 2 nights due to bad reaction to anesthesia. Extremely low iron counts and allergies to narcotics. On 3rd day I was sent home but all ambulance next morning due to extreme low blood pressure, iron low, and pain. The ER doctor originally thought had blood clot but it was negative. Since then I'm doing ok but dealing pain on right ovary now it developing cysts.